Manufacturer narrative:
There is no evidence of a device malfunction. The reported alarms and blood loss events is attributed to issues with the patient's access, preventing rinseback of the patient's blood. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. The patient has been referred to a vascular surgeon. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Multiple venous pressure high alarms and arterial air alarms occurred during two routine hemodialysis treatments. The pressure alarm occurred just prior to the needle dislodging from the patient's access. Rinseback was not performed resulting in an estimated blood loss of 190cc for each treatment. No medical intervention was required.